Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and sling mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03925. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2006 avaulta anterior biosynthetic support was inserted into the patient to treat pelvic organ prolapse. It was reported that following insertion, the patient experienced pain, infection and dyspareunia. It was reported that the patient underwent mesh revision/removal in 2007 to repair the vaginal tract due to pain, recurrent infection and mesh exposure.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent da vinci laparoscopic lso with lysis of adhesions of severe adhesions and removal of right ovarian remnant, vaginal excision of mesh erosion, and partial release of vaginal repair on (B)(6) 2009 due to mesh erosion. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with vaginal hysterectomy, rso, partial left salpingectomy, bilateral sacrospinous ligament vault suspension. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-08692 and 2210968-2012-03925. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.